Event description:
This lead was explanted and replaced due to dislodgment. There was tissue buildup so the physician implanted another brady lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was due to tensile forces, applied during the surgery. Further analysis showed cuttings in the insulation and deformation of the outer coil, which resulted most likely during the explantation procedure. In summary, the lead's distal part was found bent. The analysis did not reveal any sign of a material or manufacturing problem